Event description:
Customer reported issues with the insulin pump. Customer states that there is an excessive no delivery alarm. The blood glucose reading is 208. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.